Manufacturer narrative:
(B)(4). As the product was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a loose connection between the minicap and the transfer set, which resulted in a leak during dwell two of four of peritoneal dialysis therapy. There was no patient injury or medical intervention reported. No additional information is available.